Manufacturer narrative:
A ge oec service rep investigated the issue and found when the system was plugged into another outlet, the issue resolved. Facility power issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had flickering monitor.